Manufacturer narrative:
Result: brake crank assembly.

Event description:
It was reported by service report that the brake pedals were jammed on both sides. No pt involvement or adverse consequences were reported.